Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The screen does not appear is likely due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. The peeling of objective lens adhesive is likely due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed and the image issue was unable to be replicated. Evaluation did find the adhesive around the objective lens was peeled, the bending section cover adhesive was chipped, the universal cord was dented, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the bending section could not be fixed firmly due to damage on the forceps elevator lever, the label on the video connector was peeled, the video connector was cracked, the control unit was dirty, the image had white dots due to damage on the charged coupled device (ccd) unit, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the endoeye flex deflectable videoscope had no image. The issue occurred when preparing the scope for use in a therapeutic "raparo" procedure. There was no delay and the procedure was completed using a similar scope. There was no reported patient harm or impact due to this event.